Event description:
The consumer reported the patient had experienced a loss/change of therapy. She stopped feeling stimulation. She used to be on 3.6v but when she turned on her patient programmer it showed she was on 6.0v. She was not sure how it got to it. She was now on 8.0v in p3 and felt no stimulation. On the call the patient used her patient programmer and it showed she was at 7.9v in p3. The patient continued to not feel stimulation and it was confirmed therapy was on. It was indicated the patient's therapy stopped helping her with her symptoms. The patient tried to increase during the call but got the "upper limit reached' after 8.5v. There were no trauma/falls that were reported that could be related to the issue. Symptoms of no stimulation and no therapeutic effect were noted. This was considered a sudden change in therapy/symptoms that occurred about 2 days ago (may 2016). The patient lost control of symptoms. The patient's indication for use was fecal incontinence and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that no steps were taken to resolve the loss of symptom control and stimulation. The patient was passed around person to person only to hear that the device did not work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.